Manufacturer narrative:
Investigation summary: investigation into this event showed that the error occurred following a slide jam at the colorimetric (cm) precondition station. The customer replaced the tunnel pad, and post service precision test results were acceptable. The root cause of the event is instrument related.

Event description:
A customer observed positively biased amon qc results on the vitros 950 analyzer. No patient results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.